Event description:
It was reported that during a lower anterior colon resection procedure, after firing the device, the surgeon tried 4 half turns opening. He was unable to remove the stapler. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent 11/5/2025. D4 batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: 1. Did the device eventually opened? 2. How was the device removed? 3. How many counter-clockwise revolutions were used to open the device? 4. After firing was the adjusting knob turned ½ to ¾ revolutions? 5. Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? 6. Who removed the device? 7. Was the safety reset prior to removal? The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 12/2/2025. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: 1. Did the device eventually opened? Not sure. Surgeon told me he could get it out. Stuck on the anastomosis 2. How was the device removed? Pulled out 3. How many counter-clockwise revolutions were used to open the device? 4 half turns initially and the two more half turns when it would not come out. 4. After firing was the adjusting knob turned ½ to ¾ revolutions? See above. 5. Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? Yes 6. Who removed the device?dr.(see attached email) resident. 7. Was the safety reset prior to removal? Not sure.